Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that there were concerns for unexpected, accelerated cell depletion on this pacemaker device. The battery longevity had dropped from 7.5yrs to now remaining at 9 months in about 6yrs. Data analysis was requested. This device currently remains in service. No adverse patient effects were reported.